Manufacturer narrative:
Examination of the returned product by a depuy warsaw material research manager confirmed the fracture. Evaluation of the fractured surface suggests the pin fractured in torsion. Also, the surgical technique brochure notes that tapping reduces the torque required to insert the pin and reduces the possiblity of pin failure. The surgical technique will be updated by augist 1, 2006 to address possible factors with improper sizing of drill bit relative to pin size, non-compliance to surgical teshnique, and application of a non optimal fixation device. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
During primary surgery, clavical pin snapped off causing surgical procedure to extend 1 hour.